Manufacturer narrative:
A complaint sample was not provided for evaluation; therefore we are unable to determine the cause for the issue reported or confirm the quality of the catheter assembly and applicable components. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes.

Event description:
Patient was brought to short procedure unit for pleurx catheter removal due to minimal drainage for many weeks. Using kelly clamp surrounding tissues at the exit site were freed from the catheter. There were difficulties in removing the catheter as it was felt to be anchored initially to the skin and soft tissues around the entry site. A different incision was made horizontally to the exit point over the catheter and then freed from tissue. The catheter was still unable to be removed and ended up breaking with a small portion of the catheter left inside the patient.